Event description:
A customer reported a battery/power issue with the adc device. The customer was unable to test as the reader did not power on with neither button press nor strip insertion. The customer experienced symptoms described as "sweating, felt dizzy, feels likes she is going to faint, low energy, dehydration" and was taken to the emergency room where they were treated with oral glucose gel. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of event is unknown. The date entered is per the customer's report of "around february." All pertinent information available to abbott diabetes care has been submitted.